Event description:
During autoclave cycle, 1 battery "exploded". The other battery that was also in the autoclave was not affected. Customer used the correct temp and the time, and immediately opened the door once the cycle was complete. No injuries were reported.